Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that almost a year ago, the patient fell and was taken to the ER. X-rays were attempted but were unsuccessful as there was too much blood. The patient stated that following the fall, her handwriting went back to the way it was before she received her implantable neurostimulator (ins). The patient was reprogrammed on (B)(6) and reported that "they took it to 3" but "she seems to be better lower". Follow-up revealed that the patient had another adjustment to her therapy and although it is not as good as immediately after implantation, it is better than it was. Additionally, the patient noted that her wring was checked following the fall and she was told that it was ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.